Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an inability to capture in both bipolar and unipolar configurations. The lead was capped and replaced. No patient complications have been reported as a result of this event.